Event description:
Customer is reporting unusual isodose curves and areas of no dose in a plan generated within the pinnacle3 v4.0e software. The plan is prescribed to an off axis point and the isodose curves in the region of the prescription point does not look correct.